Event description:
This pt was undergoing a coronary artery bypass (CABG) procedure using the direct aortic return cannula. Upon removal of the cannula, it was difficult to free one of the two pursestring sutures from the cannula's suture ring. Rather than cut the suture, an attempt was made by the surgeon to free it from the suture ring. During this attempt, there was bleeding from the cannulation site, which the surgeon controlled by inserting his hand into the thoracotomy incision. During this maneuver, the lima side-to-side anastomosis was inadvertendly torn, requiring revision via the same thoracotomy. According to the attending surgeon, there was no sequelae from this event.